Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, the t2 of the fast fix could not be deployed. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without t2 on the needle. T1 and the bulk of the suture were not returned but t2 was cut from the suture and returned in a plastic bag. No damage to t2 was visible. The actuator was in the pre t1/post t2 position. A functional evaluation found the implant could be loaded back onto the needle and deployed as intended. A review of the customer provided image found a fast fix 360 with the t2 cut from the rest of the suture and lying next to the rest of the device. No implants or suture were loaded in the needle. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined because the reported failure could not be duplicated during product evaluation. Factors that may have contributed to the reported event include contact with another source or unintended stress to the needle. No containment or corrective actions are recommended at this time.